Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event; see also 0002184052-2016-00071 and 00072.

Event description:
The sales associate reported connectors came loose from the rod. X-rays revealed the loose hardware. The hardware was implanted about 3 weeks prior to revision surgery. The doctor removed the magenta connectors that were loose and replaced them with new connectors. He also implanted 2 new screws bilaterally the level above (t11) and used a longer rod to connect everything.